Manufacturer narrative:
All inspection and manufacturing data was reviewed for the device lots listed in the table above; the lots were found to be conforming to specifications and no manufacturing abnormalities were observed. As detailed in section 3.5, the IFU and surgical technique documentation identifies elements such as patient contraindications, patient selection factors, surgical procedures/techniques and other precautions/conditions that may contribute to adverse effects. The root cause of this complaint was not determined. Based on the review of device history records, the investigation concluded that the root cause of the alleged infection was not related to the design, manufacture, and/or sterilization of previously implanted eleos implants. The following mdrs are related to this adverse event: 3013450937-2024-00036, 3013450937-2024-00037, 3013450937-2024-00038, 3013450937-2024-00039.

Event description:
It was reported by (B)(4), an onkos sales representative, that a 62-year-old female patient with an eleos distal femur replacement underwent a revision surgery due to an alleged infection on (B)(6) 2024. The surgeon suspected an infection because the surgical wound never fully healed. The primary surgery took place on (B)(6) 2023. The patient was reportedly an oncology patient. All eleos explanted implants were replaced with new implants during the washout revision surgery. These devices were not returned for evaluation. All other eleos devices implanted during the primary surgery remain implanted in the patient.